Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had patient on therapy for around 36 hours in an arctic sun device. They were trying to rewarm, but the water temperature (wt) did not seem to be going above 22/23c, which was cooling the patient. Sn# (B)(6) nurse had already stopped therapy to send device to biomed. Had rn continue therapy in order to gather diagnostics, patient temperature (pt) was 32.9c, targeted temperature (tt) was 36c, water temperature (wt) was 23c, flow rate (fr) was 2.5-3.3l/m, circulation pump command (cpc) was 100 percentage, heater command (hc) was 0 percentage, inlet pressure (ip) was -5.6, system hours were 208, pump hours were 157, water reservoir level (wrl) was 5. Went to event log and overnight the device alerted 02(low flow) several times. Within the past 1-2 hours the device alerted 41 (low internal flow) & 50 (patient temperature 1 erratic). Discussed how the low flow will cause the heater capacity to diminish but stated they had not noticed low flow this morning. Nurse mentions there was a puddle of water under the device. Discussed the possibility of the device being overfilled. Explained how they can drain 500mls off the device and see if water temperature (wt) increases. Nurse declined and stated they just wants to send the device to biomed for troubleshooting. Suggested to call back with any other questions. Call from biomed, stated that the device would not drain or fill. It was determined that biomed was not using the correct process to drain the device and as a result the device would not fill because it was already full. They were provided a link to the service manual so that they can drain and fill the device properly. Biomed will call back if any issues occur while testing using the service manual.

Event description:
It was reported that the nurse had patient on therapy for around 36 hours in an arctic sun device. They were trying to rewarm, but the water temperature (wt) did not seem to be going above 22/23c, which was cooling the patient. Sn#: (B)(6) nurse had already stopped therapy to send device to biomed. Had rn continue therapy in order to gather diagnostics, patient temperature (pt) was 32.9c, targeted temperature (tt) was 36c, water temperature (wt) was 23c, flow rate (fr) was 2.5-3.3l/m, circulation pump command (cpc) was 100 percentage, heater command (hc) was 0 percentage, inlet pressure (ip) was -5.6, system hours were 208, pump hours were 157, water reservoir level (wrl) was 5. Went to event log and overnight the device alerted 02 (low flow) several times. Within the past 1-2 hours the device alerted 41 (low internal flow) & 50 (patient temperature 1 erratic). Discussed how the low flow will cause the heater capacity to diminish but stated they had not noticed low flow this morning. Nurse mentions there was a puddle of water under the device. Discussed the possibility of the device being overfilled. Explained how they can drain 500mls off the device and see if water temperature (wt) increases. Nurse declined and stated they just wants to send the device to biomed for troubleshooting. Suggested to call back with any other questions. Call from biomed, stated that the device would not drain or fill. It was determined that biomed was not using the correct process to drain the device and as a result the device would not fill because it was already full. They were provided a link to the service manual so that they can drain and fill the device properly. Biomed will call back if any issues occur while testing using the service manual. Per follow up information received via mail on 06feb2025. Customer reported that the issue was resolved with the help of bd support team. The water level was low. Customer drained the water and refilled it back to level. Did a test with the support team over the phone and no issue occurred during the testing. Therapy was completed. No patient impact was reported.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." And "to replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.